Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error after the insulin pump had been worn in the customer's bra. The customer was advised to use a case for the device. The customer's blood glucose was 120 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. No moisture damage on the electronics and motor noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.